Event description:
It was reported that the pt was experiencing uncomfortable pocket heating after the device was re-charged for two hours. A replacement charger was sent to the pt. No further info is available at this time.

Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.